Manufacturer narrative:
Recall number: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4).

Event description:
It was reported the patient passed away. The cause of death is unknown at this time.